Event description:
It was reported by the aci regional sales manager that an (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed minor presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician went to deflate the balloon and remove the device he encountered unusual resistance. The balloon inflation gauge was down indicating the balloon was deflated. The physician attempted to re-deflate with the same syringe as well as another syringe and readjusted position on the advancer tube to rule out kinking the advancer tube. After no success, the physician attempted to pop the balloon with a micropuncture needle. After a few attempts the tech injected 50/50 contrast through the sideport of the device and the image showed contrast in the tract indicating that the balloon was not in the artery. The physician tugged the whole system as a unit and it came out. It appeared as if part of the balloon was missing, but the patient had no symptoms and no issues. The patient was converted to approximately 10 minutes of manual compression in which time hemostasis was achieved with no adverse event and no hematoma. The patient was discharged on time with no complications. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.